Manufacturer narrative:
Device evaluation: returned device was received with top case cracked by the left and right front corners. Cracked right plunger case and visible contamination found on the bottom case. Evidence of reported problem in event log was found. During the evaluation of the device power up process and checked battery status. Depleted battery and battery communication time out found in ehl several times. Unable to duplicate. How ever; pump motor drive off post may caused by depleted battery. Battery readings are at 0% and battery readings are all "0". There was contamination found in interconnect board and battery terminal. Problem source was traced to user interface. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service & repair records.

Event description:
Information was received that a smiths medical smiths medical medfusion 4000 pump had a "motor drive failure". No patient involvement.